Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed low battery alerts on (B)(6) 2025 12:45:00, (B)(6) 2025 21:37:00 and (B)(6) 2025 21:17:00. Battery cycle 98.0 received the lowbatteryalert (104) on (B)(6) 2025 21:37:00 after more than 7 days at 19.05 days. Battery cycle 93.0 received the lowbatteryalert (104) on (B)(6) 2025 12:45:00 after more than 7 days at 18.7 days. Battery cycle 62.0 received the lowbatteryalert (104) on (B)(6) 2025 11:35:00 faster than expected at 0.81 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), scratched case and cracked case. Low battery alert listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected were confirmed, suspecting hardware issue. Unable to verify customer alleged for high bgs. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the battery tube threads. The customer received a short battery life and received a replace battery alert. The customer reported a blood glucose value of 384 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-874a, mmt-332a, and mmt-1880. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the replace battery alert, and this was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. Pump alarmed replace battery or replace battery now. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No further patient complications were reported. No product return is required for mmt-874a and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.